Event description:
Alleged a caregiver tripped over the pendant cable 6 weeks ago.

Manufacturer narrative:
The technician stated, the safety coordinator did not know which bed the incident occurred on. The safety coordinator alleged that a staff member went into a room to do a procedure and when turning around to leave, the hand pendant cord was wrapped around the staff member's ankle and the staff member fell and hit her head. No further information was released. The technician and coordinator located a bed in the hallway and the technician found the pendant cord was not routed correctly. The account had previously faxed in documentation that they had completed the pendant cord modification (mod361), recall number z-0017-2007, dated 09/12/2006. The technician properly routed the pendant cable.